Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: the foreign matter attached to the air/water supply nozzle caused abnormalities in the air and water supply, which reduced the cleanability of the objective lens, and therefore led to the complaint that the scope image was not clear, because the dirt that had adhered during the case could not be sufficiently wiped away. As for the foreign matter, a component analysis was conducted, and it was found to be mainly composed of silicone. The event can be detected/prevented by following the instructions for use which state: cf-hq190l/I operation manual inspection of the endoscopic image. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the colonovideoscope exhibited foreign material near the outlet of the air/water nozzle. There was no patient involvement.